Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 8 80x30. The customer states that during bi lateral case, the physician gained popliteal access on both legs. Each trellis catheter was advanced over an .035 guidewire. Each distal balloon was inflated. Each distal balloon was deployed underneath a filter. After the trellis run and tpa removed, the distal balloon would not stay inflated. Each trellis was removed. The balloons would not stay inflated. No medical intervention.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.